Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the inner plastic package were heat-sealed with outer pouch. There were no adverse consequences to the patient.